Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using only ac power. The unit was unable to power on using battery power. The battery was not charging to the expected levels. It was verified that the battery is no longer capable of taking and holding a charge.

Event description:
It was reported that the unit will not charge the battery even though the ac power led is illuminated when ac power is applied. The customer states that they put a new battery in, but even after charging overnight, the unit will shut off as soon as ac power is removed. No known impact or consequence to patient.